Manufacturer narrative:
In total harvest received 13 reports of gdp-10 leaks at the luer connector. Each report has been submitted to FDA as a separate MDR. As part of an investigation gdp-10 product was inspected and (B)(4) luer connectors exhibited a crack. Based on this investigation field action will be initiate and gdp-10 product will be recalled. The district office will be notified.

Event description:
Site reported that gdp-10 harvest graft delivery system failed at the luer connector. All the butterflies in all of these gdps failed. Bone graft preparation sprayed all over. We had to use a butterfly from the syringe to complete the case. There was a slight delay in switching out the butterfly. No pt injury was reported. The quality of the graft was not compromised. The extra butterflies from the syringe kits were used to complete the case.